Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) had the rate sensing portion capped, and the shocking portion remains active. A cpi (0014) was implanted to compensate the rate sensing portion.